Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a direxion micro-catheter. The device showed damage on the shaft in form of 3 separations on the shaft. The separations were located at 14.5cm from the hub, 18cm from the hub and 19.5cm from the hub. The separations look to be consistent with a tensile break. Due to the evidence of blood on the device, the device was used in the body. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 02may2019. A direxion catheter was used during the procedure. There was no reported complaint with the device and no reported patient complications. The patient was ok post procedure. However, device analysis revealed separations on the shaft.